Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d224vrc implantable cardioverter defibrillator (ICD),  implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable tachy lead exhibited rising impedance and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. However, analysis of the device memory indicated a lead impedance out of range alert as the pacing lead was beyond the expected upper range. The device memory showed an oot (out of tolerance) subthreshold lead impedance alert was recorded on (B)(6) 2013. The max vpace impedance rises from an approx. Baseline of 1000 ohm to greater than 1500 ohm by the week ending (B)(6) 2013.

Event description:
The lead was partially removed and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.